Event description:
The hcp reported 'increasing, worsening pain requiring more medications to help relieve pain - diagnosis: distupted subarachnoid catheter with retained implantable refillable drug delivery system." The pt had retained catheters from both previously implanted pumps. The pt underwent surgery to remove the retained catheters and the pump. The procedure was tolerated well. The pt recovered without sequela and will be returning to clinic to discuss medical management of low back and bilateral lower extremity pain.